Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind. Failure due to moisture damage to the motor assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had no motor movement and retries to free a stuck motor failed. Customer¿s blood glucose was unknown at the time of incident. Customer states they are unable to clear the alarm. The insulin pump will be returned for the analysis.